Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump has been alarming button error. Customer does not recall any events leading to the alarm. Blood glucose value is 300 mg/dl. Nothing further reported.

Manufacturer narrative:
All of the buttons on the insulin pump functioned properly. No damage in the keypad assembly noted. No unlocked lcd keypad connector during visual inspection. No button error alarms noted during testing. The device had cracked case at the display window corner, broken reservoir tube lip, missing end cap sticker, scratched case, scratched reservoir tube window, and minor scratched lcd window.